Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. The following information was requested, but unavailable: when did the suture break? Was broken in the package/ during dispensing / during use on the patient(suturing)? How was case completed? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2018 and suture was used. The thread broke easily. No patient consequence reported.

Manufacturer narrative:
(B)(4). Investigation summary: a dispensed needle/suture piece was returned for analysis. During the visual inspection of needle/suture piece, the swage and attachment area were as expected. The suture was examined and damage (cut) near of swage area was observed, appears to be by the use of a surgical instrument. In addition, due to the sample condition received tensile strength cannot be performed. Per the condition of sample received, the assignable cause of performance - breakage suture suggest an improper handling of the sample.